Manufacturer narrative:
Advancement of the avascular necrosis condition of the pt is documented as one of the possible adverse effects in the product's literature. The package insert states "re-operation is often necessary to correct adverse effects due to the presence of the on condition. This reoperation can include total hip arthroplasty, arthrodesis of the joint or amputation of the limb."

Event description:
It was reported that on may 15th the pt had a tha. The avascular necrosis of the femoral head had progressed, so that the end of on rod was protruding through the end of the femoral head.